Event description:
Procedure type: nephrectomy. According to the reporter: the peritoneal dissection balloon did not inflate. There was no injury for the patient. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).